Event description:
It is reported that the reservoir leaked. Leak is past both o-rings. Customer has been having unexplained high blood glucose readings. Moisture noticed in reservoir window and around the motor. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.